Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there were gaps between server services and had access errors. A technical support specialist (tss) verified that carefusion coordination engine (cce) and station communication were healthy and confirmed the device was syncing properly with the server. A temporary patient initially did not appear in pes but was later located and validated with the correct creation timestamp. The patient subsequently crossed into patient encounter system (pes) through admit discharge transfer (adt), though message delays were observed in received message records. With no recent server restarts, the delays were suspected to originate from the epic/adt side, and the customer was advised to follow up with their epic team. The customer later confirmed that patient workflows were functioning normally and the pyxis system was operating as expected, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over stations. Customer reported that user was unable to view the patient in the stations. They attempted to search for the patient, but the patient did not show up. The user tried to upload the patient profile into the system, but it did not communicate with the pyxis. However, there were no delays or adverse events or injuries reported based on this event.